Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for evaluation. The reported complaint of "IV fluid leaking into the cath-gard" is not confirmed. The returned tuohy-borst adapter was able to be functionally tested successfully. No issues were noted with the tuohy-borst adapter. The actual root cause could not be determined but a leak can potentially occur from the tuohy-borst if the cap is loosened. Teleflex will continue to monitor.

Event description:
It was reported that intravenous (IV) fluid backed into the cath guard sleeve. This was a case in the hybrid cath lab and the incident took place in the cardiovascular recovery unit. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required. Difficulty encountered: during use. Anatomical insertion site of device: internal jugular. How issue resolved was: the device was removed and not replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intravenous (IV) fluid backed into the cath guard sleeve. This was a case in the hybrid cath lab and the incident took place in the cardiovascular recovery unit. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required. Difficulty encountered: during use. Anatomical insertion site of device: internal jugular. How issue resolved was the device was removed and not replaced.